Event description:
According to the reporter, laparoscopic gastric sleeve, during the third firing in the stomach, the reload stalled and the staple line was incomplete centrally. The stalled reload was removed, the reinforcement material was cut out, and then replaced with another reload with no reinforcement to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.